Event description:
Revised for increasing pain and decreased movement in the right shoulder. The patient suffers from rheumatoid arthritis. .

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.